Manufacturer narrative:
Clinical evaluation: based on the information received, there was no evidence to support the following reported events: unknown endoleak (there was no evidence of an endoleak found). A clinical assessment concluded that significant calcification and tortuosity likely contributed to this event; however, limited available patient information prevented a definitive determination of this. Root cause: there is not enough information available to determine the root cause of the reported event at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had an initial procedure with a bifurcated stent and a suprarenal aortic extension. A computed tomography (CT) showed a potential type 1 endoleak. On (B)(6) 2017 the physician elected to complete an angiogram and confirmed there was no endoleak present and the aneurysm was sealed. The physician will continue to monitor the patient.